Manufacturer narrative:
Device evaluation update: g4, g7, h2, h3, h6 and h10. Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause was determined as due to defective touch screen. Initiated software installation to unit.

Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Device has not been returned to manufacturer. However, customer was asked to perform troubleshooting steps which showed the screen not changing color upon touch, confirming touchscreen defect and requiring replacement.

Event description:
The customer reported touchscreen issue with bellavista 1000. The customer confirmed no patient involvement with the reported event.